Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level in the 50 mg/dl range; cause was not provided. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.